Event description:
It was reported that caller experienced alarm 2 followed by alarm 26 related to infusion set and occlusion earlier in day while using insulin. There was no reported adverse impact to the customer¿s blood glucose level. Customer changed infusion set and cartridge, resumed insulin delivery, and declined further assistance, and case was closed by technical support.